Event description:
An internal CAPA was opened to review the issue. Assessed as a sw anomaly that could result in a moderate delay of therapy. Root cause was determined to be an implementation error. Sw recall was initiated to address this issue (FDA assigned recall #z-1484-2024); complaints will continue to be monitored to verify effectiveness.

Event description:
Customer reports the following: biomed reported - "pump alarms "pump problem, remove the pump from service."" Preliminary review indicates that a downstream occlusion at the end of bolus can lead to a coherence fail stop alarm, due to a sw issue; this stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.